Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 8 years post op the initial right tka, this male patient was revised due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device.

Manufacturer narrative:
As a result of the investigation, the following fields have been updated: d1, d4, d8, e3, e4, g4, h4, h6, and h7. H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, e, g PMA 510k cannot be determined; serial number is unknown. Serial #, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, bone fracture, patellar loosening, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.